Event description:
Additional information was received and an overdischarge was confirmed. The cause for the flip and overdischarge was unknown. The patient experienced a loss of use of stimulator. The patient was unsure when they wanted to have a revision. They were not receiving therapy. Further follow-up is being conducted to obtain date and outcome of the revision. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the revision took place on (B)(6) 2014. The battery was in overdischarge, so the manufacturer representative (rep) was unable to test stimulation or battery impedances during the revision. However, the rep did use a multi lead trialing cable to test the leads, which were fine. The surgeon noticed what he said was dried blood in one of the battery ports of the battery as he was preparing to reconnect the leads. He chose to switch to a new battery.

Manufacturer narrative:
Analysis revealed that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output. Telemetry was restored after one physician mode recharge. A normal recharge started automatically after the physician mode recharge and no recharge or coupling issues were observed. After telemetry was restored, the ins passed functional testing. The ins battery depleted to the lock/sleep mode on (B)(6) 2014. The ins had not been recharged from the time of implant and the first recorded recharge was on (B)(6) 2014. This recharge was for 1 hour and 5 minutes but it was not enough to charge the battery above the lock/sleep mode (charged from 2.345 volts to 2.995 volts). The ins was subsequently left to overdischarge. According to the trace report, this was the first overdischarge to occur.

Manufacturer narrative:
The result code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were 2 batteries that had died or turned in their body. The original implantable neurostimulator (ins) ¿turned in.¿ the patient could not recall when this had occurred.

Event description:
It was reported that an implantable neurostimulator (ins) flip was suspected and later confirmed by x-ray. It was stated that the patient had no communication with the 8840 (clinician programmer), patient programmer, or recharger. The patient was having recharge problems and the implantable neurostimulator recharger (insr) was not the issue. It was stated that stimulation went off 3 weeks ago and the patient noticed the recharge issue 1 week ago. The patient stated that she had 4 couple bars ¿last tuesday¿ briefly and then no coupling bars. It was noted that recharging statistics were obtained and the last patient charge was (B)(6) 2014 with voltage 2.995v. It was noted that the ins was likely in overdischarge. It was noted that the patient did have an extra charger, but thought she had thrown that away and ¿was sure she used this recharger.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.